Event description:
I am on my third tandem mobi pump and have the same issue with frequent occlusions. The first sign of failures is an increase in vibration intensity for alarms. Subsequently, the pump starts to have occlusion alarms. These increase in frequency until it happens for almost every bolus. The only way to deliver insulin is by micro-dosing or breaking the bolus into smaller unit increments. I spoke to the clinician at tandem who acknowledged this was an ongoing issue and other patients had experience the same challenge. Patient code: 4582. Device code: 2423, 1012, 3023. Reference reports: mw5177436, mw5177437.